Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set connector broke off of the line. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the connector to med line was broken off and the line was still connected to the port on ivf tubing.

Event description:
It was reported that 60 in ultra minibore extension set connector broke off of the line. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the connector to med line was broken off and the line was still connected to the port on ivf tubing.

Manufacturer narrative:
A the customer¿s report that the connector was broken off was confirmed. Visual inspection observed that the male luer fixed collar was broken off from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site. No other anomalies were observed. The root cause was identified as design of the male luer component. Bd manufacturing is aware of this type of damage to the male luer component. Bd r&d, product engineering, and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Previous similar investigations have found that if the application of alcohol to either mating component was not allowed proper time to dry prior to connection, it could facilitate over-tightening while also creating a bond between the two components resulting in difficulties during disconnection followed by breakage. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Bd will continue to monitor this issue for any rising trends. Device history record could not be performed due to no lot number was provided by the customer.